Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's blood glucose levels. The father states the customer had high blood glucose of 484mg/dl. The father believes there was a kink and started coming down when the pump was taken out of pocket and tubing was straightened. The customer treated the high with the pump. The customer declined to troubleshoot at this time.